Event description:
An angio-seal device was successfully deployed into the pt's right leg on 10/14/1999. However, the pt returned to the physician's office on 11/19/1999, with claudication of the right leg. A femoral angiogram revealed a long thrombotic segment superior to the common femoral artery (cfa) to include almost the entire iliac artery. The angiogram also showed a segment of dissection which the physician believed was caused by the diagnostic catheter sheath or by the angio-seal sheath. On 11/19/1999, a plasma thromboplastin antecedent (pta) was performed with removal of the angio-seal device. The pt recovered well and was discharged on 11/20/1999.